Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 419688 lead implanted (B)(6) 2009; dtba1d4 ICD; 6947m62 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had rapid battery depletion. It was noted that the right ventricular (rv) lead had high rv defib lead and superior vena cava (svc) lead impedance measurements. Patient initially came into the emergency room (ER) with a low heart rate, and the device checked out fine. When the patient returned home, the device alerted, and the patient went back in the ER to do an interrogation. The interrogation showed an extremely low batter and the device detections and therapies were turned off. The device was explanted and replaced the next day. The lead is still in use. No further patient complications have been reported as a result of this event.